Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 800 synchron clinical system gave erroneously high sodium (na), chloride (cl), potassium (k), calcium (calc), and carbon dioxide (co2) results for multiple pt samples. The erroneous results were reported out of the lab and it is unk if there have been any changes to pt treatment as a result of this event. There have been no reports of death or serious injury associated with this event. The customer stated that the medical staff questioned the high na results. The samples with high na results were repeated on the lab's synchron lx20 system. The customer stated that na results on the dxc 800 system were running 30 to 10 mmol/l higher than on their lx20 system. The customer stated that the results for cl, k, calc and co2 were also proportionately higher but were not considered clinically significant. The firm issued amended reports for the na results. The customer did not indicate how many results were considered to be erroneous or how many amended reports were issued.

Manufacturer narrative:
While troubleshooting on the telephone with customer service, the customer stated that there were bubbles in the ratio pump. Service was dispatched to the site. A bci field service engineer (fse) evaluated the dxc 800 system and performed preventive maintenance. The fsc replaced the ratio pump and syringes, and decontaminated the ion selective electrode (ise) system. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.